Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A competitor reported that there was a lead fracture noted on the right ventricular lead. The device was programmed to aair mode. No patient complications have been reported as a result of this event.